Event description:
The device was explanted and returned. The device subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device-related adverse event or product problem was received from the user facility. Evaluation summary: pht116859h did not meet expected longevity, cause unknown the device was found to be at elective replacement indicator (eri), which was caused by a decrease in output from the lithium power source. The cause of not meeting the 99.9% expected longevity is unknown.